Event description:
Patient in or for an awake left craniotomy for resection of tumor. During creation of bone flap, this rn and the scrub tech were alerted by the surgical resident of the tapered router breaking into two pieces. Both pieces were retrieved and removed from the field. Length of the retrieved pieces matched appropriate length of the side cutter. X-ray was obtained to confirm no retained pieces and radiologist confirmed with attending surgeon and this rn that the x-ray was negative for retained pieces. Both pieces of the side cutter were properly disposed.